Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
A simplify disc removal occurred on (B)(6) 2026. The surgeon reported concerns of osteolysis.